Event description:
There was no pt involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected, could result in the battery becoming depleted.

Manufacturer narrative:
The pad device was never received in heartsine technologies. Despite strenuous efforts to retrieve the device, it was held in customs and eventually destroyed. No investigation was possible.